Event description:
It was reported that the device was broken/ damaged. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they received missing. Pole clamp, battery, power cord, iui damaged as found sw 9.12.4. As left ver 9.12.40 end of life. Return un-repaired. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 5feb2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to customer damage of the battery pack a review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Additional information added to: g2 for biomed as health professional. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they received missing. Pole clamp, battery, power cord, iui damaged as found sw 9.12.4. As left ver 9.12.40 end of life. Return un-repaired. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable cause of the reported issue was due to customer damage of the battery pack. A review of the device history record showed the device had a manufacture date of 5feb2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken/ damaged. No additional information was provided. There was no reported patient involvement.

Event description:
It was reported that the device was broken/ damaged. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
Additional information: d8, d9, e2, e4, h3, h6. The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3 other text : the affected device has been received and an evaluation is pending.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device was broken/ damaged. No additional information was provided. There was no reported patient involvement.